Manufacturer narrative:
Product was not returned. Attempt was made to FDA and a response received that no further information are allowed to release. Ref medwatch (B)(4).

Event description:
Information received from medwatch (B)(4) stated that a 6000 curlin infusion pump worked properly when plugged in, but not with c-cell batteries and pump continued to alarm low battery or motor seized causing pt needed to change the batteries five times during 12 hours infusion. At one point, the pump stopped completely times 40 minutes resulting in a drop in blood glucose into the 50's which then resulted in a trip to the emergency room where it took a couple of hours for the blood glucose to recover. Pump settings were 1800 ml bag volume, 1700 ml amount to be infused, 12 hours, 1 hour ramp, and 154.5 ml/hr rate.